Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/07/2024, it was reported by a sales representative via phone that a patient had a shoulder scope arthroplasty procedure completed successfully three years ago. The patient reported having post-surgery adverse reactions to the implant that was implanted. The surgeon performed a biopsy and found metallosis in the joint. Photos were taken of the issue. Additional information was received on 11/08/2024 via email: on (B)(6) 2024, the surgeon brought one of his patients back to the operating room for a biopsy and diagnostic arthroplasty to see why, after a successful tsa outcome, the patient had suddenly experienced a high amount of pain in the last 6 months. Shots and conservative treatments failed, and the patient was brought into the or for arthroscopic evaluation. The surgeon found severe metallosis in the joint. No failure of implants or looseness could not be determined at the time. The surgeon took the arthroscopic biological cultures and sent them to the lab for analysis. The arthrex products implanted in the initial surgery were ar-9106-03 arthrex univers vaultlock glenoid, ar-9100-11s univers apex humeral stem, and ar-9156-22p arthrex univers ii 3d humeral head. The initial surgery was done on (B)(6) 2021 at the same location as the diagnostic scope. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, g3

Event description:
Additional information was received on 11/22/2024 via email: the reaction was localized in the shoulder joint, and no revision has been scheduled yet.

Manufacturer narrative:
Additional information: d6a, g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.